Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device could not be powered on. It  was observed that pcb-mounted jack connector, designator j602 on the battery to therapy pcb assembly had torn off the pcb assembly. It was observed that the battery had cut open and that the battery was misaligned by an o-ring that was not positioned correctly in its slot. When the battery pcb contacted the body of pcb-mounted jack connector, designator j602 n the battery to therapy pcb assembly, the pcb-mounted jack connector, designator j602 was torn by the misaligned battery. This then caused the device not to power on anymore. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device would not allow a battery to be fully inserted. It was observed that one of the prongs in the battery area was bent and would not allow a battery to be fully inserted into the device. The device could therefore not be powered on. There was no patient use associated with the reported event.